Event description:
The pt ((B)(6)) received an scs system on (B)(6) 2010. It was reported that the pt lost stimulation, and stimulation could not be turned up to perception. Impedance checks revealed high impedance values on all lead contacts. The lead was explanted and replaced on (B)(6) 2010. It was reported that effective stimulation was received post-operative. No further issues have been reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history records found a non-conformance; however, the non-conformance was identified as a cosmetic issue. Product was reworked and approved for use. The DHR anomaly is not related to the alleged device failure. The lead was noted as severely kinked with all wires broken approximately 9 cm from the stimulation end. The lead had multiple compression damage along the lead segment outer tubing near the stimulation end. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.